Manufacturer narrative:
No product or photos were returned therefore no device analysis could be completed. A device history record (DHR) review showed there were no discrepancies or non-conformances during the manufacturing of the reported lot number. If the product is returned the manufacturer will re-open the complaint for further device analysis.

Event description:
It was reported that there was an issue with the myocardial temperature sensor. During removal of the temperature probe from the tissue, the metal portion broke off and remained in the tissue. An x-ray was performed after retrieval to confirm complete removal of the metal fragment. The issue was resolved.